Manufacturer narrative:
Medwatch field d4 was updated. The calibration was within range. The qc values were in the upper part of the allowed range. The chloride electrode and the reference electrode were valid at the time of the event. The customer performed the required maintenance (daily cleaning and conditioning) and electrode maintenance every week. The customer stated that they used dilution of chlorine in water (chlorinated water) to clean pipes and electrodes. The customer could not provide the material for investigation. No abnormal trends were identified during a review of complaints related to cl electrode lot 31250547. Based on the information provided, the investigation did not identify a product problem.

Manufacturer narrative:
The cl electrode expiration date was not provided. The roche 9180 electrolyte analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about questionable chloride (cl) test results for an unspecified number of patients' samples tested on the roche 9180 electrolyte analyzer. The reporter stated that the results did not match the patients' clinical pictures. The reporter provided the following examples of discrepant results: patient 1: initial result: 107.8 mmol/l. Repeat result: 104.8 mmol/l. Patient 2: initial result: 107.4 mmol/l. Repeat result: 103.8 mmol/l. Patient 3: initial result: 111.3 mmol/l. Repeat result: 113.0 mmol/l. Patient 4: initial result: 110.6 mmol/l. Repeat result: 107.4 mmol/l. Patient 5: initial result: 105 mmol/l. Repeat result: 108.3 mmol/l. On (B)(6) 2025: patient 6: initial result: 111.1 mmol/l. Repeat result: 111.2 mmol/l. On (B)(6) 2025: patient 7: initial result: 112.5 mmol/l. Repeat result: 112.2 mmol/l. Patient 8: initial result: 112.9 mmol/l. Repeat result: 113.2 mmol/l. Patient 9: initial result: 112 mmol/l. Repeat result: 112.1 mmol/l.